Event description:
It was reported that an unspecified sling was implanted on an unspecified date. An artificial urinary sphincter (aus) device was later implanted due to unspecified reasons. Additional information received states the patient's previous device was an advance sling. The patient experienced urinary incontinence resulting in the patient being implanted with the aus device. There were no device issues with the sling, and the patient was recovering following the surgery.